Event description:
Md doing a new procedure, posterior lateral spinal fusion l5-c1/wietse approach. An instrument that is supposed to be used for retractor fell apart while they were trying to assemble it. No injury to pt. Case proceeded in usual way instead of new procedure.